Event description:
The user facility reported experiencing decreased gas exchange approx 40-minutes after initiating a bypass procedure. The user determined that it was not necessary to change out the oxygenator during the operation. However, as a precaution, supplementary ventilation of the pt's lungs was provided to assure adequate oxygenation during the remainder of the bypass. The case was completed successfully and the pt is reported to be fine. Follow-up communication from the perfusionist indicated that moisture was found in the o2 gas line when it was examined after the case. Additional events specific info was not available.